Event description:
It was reported the device failed pacing continuation in emergency mode (B)(4). The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The device will not pace in emergency mode when battery is ejected. The device is not recommended for use in this manner. Battery returned with device was in a low battery state which would contribute to the shut down. Side bail covers are broken.